Event description:
Additional information was received from the area representative indicating the patient was scheduled to undergo replacement surgery. At the moment confirmation of surgery has not been received as good faith attempts for information have been unsuccessful to date.

Event description:
It was reported to a country manager in (B)(6) that there was a vns patient with high lead impedance. Their device was implanted in 2006 and has been disabled related to the high impedance. No falls were reported prior to their high impedance being attained. X-rays were received for review. The generator appeared to be placed in the normal orientation in the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. A strain relief bend is present, but not as specified by the labeling, as it lacks one tie-down. No strain relief loop is present. Two tie-downs were used to secure the lead, one at the strain relief bend and a second one right after the end of the bend. Portions of the lead appeared to be behind the generator and could not be fully assessed. No lead breaks or acute angles were observed in the assessed portions of the lead. Further investigation is underway. It is unknown if surgery has been scheduled at this time.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.